Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was to treat restenosis of a previously placed bare metal stent (unknown type). Predilatation was performed prior to stenting of the mid lad with two xience v stents. After deployment of the second xience v stent in the lesion, and post dilating at the overlap, a stent edge dissection was noted proximal to stent. The patient was asymptomatic. A third xience v stent was implanted to treat the dissection. The patient was discharged in 2009. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - dissection, in the xience IFU, is a known adverse event associated with coronary stenting. The IFU states: implanting a stent may lead to dissection of the vessel... Requiring additional intervention...). Also: the xience is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The safety and effectiveness of the xience v have not been established for subject populations with in-stent restenosis. A conclusive cause for the patient effect and the relationship to the product cannot be determined.